Manufacturer narrative:
The ams 700 momentary squeeze (ms) pump was visually inspected. The kink resistant tubing (krt) was worn to the filament; however, no leaks were present. The pump was functionally tested and performed within specification. The ams700 ipp cylinders were visually inspected and functionally tested. The cylinder body of cylinder 1 was identified to be cut in half. The damaged half was not returned for analysis. This damage was the result of sharp instrument damage consistent with explant damage. Due to this damage being consistent with explant it will be considered a secondary failure. Cylinder 2 had wear at a fold in the cylinder body. No leak was found. Cylinder 2 was pressure tested and performed within specification. The ams 700 spherical reservoir was visually inspected and functionally tested. The reservoir had wear at a fold in the reservoir shell. No leaks were found in the reservoir shell. This wear would not affect the functionality of the device. The kink resistant tubing (krt) was fatigued and worn to the filament. However, no leaks were present. Product analysis was unable to confirm the reported event as sharp instrument damage was identified. The product record review indicated that the reported events do not represent an unanticipated event. Review of the manufacturing documentation confirmed all required in-process and final inspections and testing were completed. Based on this investigation, the investigation conclusion code of cause not established was chosen because cylinder was identified to damaged and cut in half as sharp instrument damage was identified and it will be considered a secondary failure. However, the most probable cause could not be confirmed.

Event description:
It was reported that the inflatable penile prosthesis (ipp) device was explanted due to fluid loss and a break/fracture of the left cylinder. The patient reported the device performance issues started in springtime 2020. The patient was first seen in an outpatient appointment on (B)(6) 2020. During explantation the left cylinder tore completely. A new ipp device was implanted.

Event description:
It was reported that the inflatable penile prosthesis (ipp) device was explanted due to fluid loss and a break/fracture of the left cylinder. The patient reported the device performance issues started in springtime 2020. The patient was first seen in an outpatient appointment on (B)(6) 2020. During explantation the left cylinder tore completely. A new ipp device was implanted.